Event description:
It was reported by service report that the lower base is cracked in two places. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
User error: restraint strap was wrapped around the x-frame when it was raised which cracked the legs.